Event description:
Company received a report that following the use of another company's pulse oximeter and a max-I pulse oximeter sensor, that the readings were 68% spo2. Nitric was administered to the patient. Another sensor was applied and the readings were at 97-98%. There was no permanent impairment or harm to the patient.